Manufacturer narrative:
A supplemental report is being submitted for additional event details. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the patient was hospitalized in either the regular ward or intensive care unit (ICU) depending on their vital functions. It was also reported that they received antibiotic therapy to treat endocarditis, had symptomatic treatment and that they refused any invasive procedure.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the controller log files associated with the controller in use during the reported event revealed a gradual decrease in power consumption and estimated flows starting on (B)(6) 2020 and 100 low flow alarms logged since (B)(6) 2020. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Information received from the site indicated that the patient presented with signs of neurological dysfunction after they had recently fallen and hit their head and experienced signs of stroke. A computed tomography (CT) scan confirmed there was intracranial bleeding (icb) and the patient was treated with vitamin k antagonist. The patient also received antibiotic therapy to treat endocarditis. Additional information indicated that the patient was admitted for international normalized ratio (inr) derailment and medication was held, resulting in a decrease in inr. During the admission, the patient fell to the floor twice and cardiovascular computerized tomography (cct) scans revealed hyper-dense lesions, hemorrhages of progressive size, and a space occupying hemiparesis with a midline shift to the left; however, no neurosurgical interventions were possible under the existing anticoagulation and the patient was transferred to the stroke unit for continuous monitoring and care. When a low dose of heparinization was started, there was evidence of hemorrhage via cct, and the heparinization was stopped; the bleeding was stopped with oral antihypertensive therapy and optimization of coagulation. Prophylactic low dose heparinization was later initiated again with stable neurological findings. It was further reported that the patient was later found comatose and it was suspected that there was progressive icb and differential diagnosed ischemic stroke; supportive care was initiated and the patient subsequently expired. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, neurological dysfunction and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of neurological dysfunction events. Possible factors that may have contributed to this event include the reported patient fall event, the patient¿s pre-existing history and related comorbidities, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had emergency admission from the left vad ambulance for international normalized ratio (inr) derailment. Medication was held which lead to a slow drop in inr. During the admission the patient fell to the floor twice. A cardiovascular computerized tomography (cct) scan was performed and it revealed hyper-dense lesions on the right frontoparietal occipital and occipital with perifocal edema. A supplemental CT scan and cct with contrast was performed. The result showed two hemorrhages of progressive size on the right parietal and central side and on the right occipital side. For the course of the hemorrhages there was a space occupying hemiparesis with a midline shift to the left. Under the coordination with colleagues of the neurosurgery department no neurosurgical interventions were possible under the existing anticoagulation. The patient was transferred to the stroke unit for continuous monitoring and interdisciplinary care including speech, physio and occupational therapy. In the case of increase neurological deterioration the decision was made to antagonize the patient if the inr remain in the therapeutic range. With the inr normalized a low dose of heparinization was started which was stopped with evidence of hemorrhage via cct. The bleeding was stopped in the CT follow up controls under consistent blood pressure control from oral antihypertensive therapy and optimization of coagulation. The anticoagulation was pause after ten days and prophylactic low dose heparinization was started with stable neurological findings. With the impression of the thoracic vertebral twelve per CT scan, the patient was sent to trauma surgery where there was no acute indication for surgery at the time of examination. At the same time there was also polydipsia due to left vad volume alarms. The patient was then transferred to the normal ward in the afternoon, where the patient presented with pre-existing left hemiparesis and neglect to the left. The next morning the patient was found comatose, with the both pupils not responsive to light, and it was suspected that there was progressive icb and differential diagnosed ischemic stroke. With accordance of the patient¿s wishes supportive care therapy with morphine subcutaneously was initiated.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information has been added to the event description and the patient code has been updated to reflect those changes. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient expired from the intracranial bleeding.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient presented with signs of neurological dysfunction after they had recently fallen and hit their head. A computed tomography (CT) scan confirmed there was intracranial bleeding and the patient was treated with vitamin k antagonist. It was further reported that the patient expired from the intracranial bleeding. Based on the limited information available, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, neurological dysfunction is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of neurological dysfunction events. Possible factors that may have contributed to this event include the reported patient fall event, the patient¿s pre-existing history and related comorbidities, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the patient experienced signs of a stroke. At the time of this event, the patient was compliant with their anticoagulation therapy, a vitamin k antagonist and aspirin, which was considered therapeutic.

Manufacturer narrative:
Corrections: b3, b5, e1, h6 a supplemental report is being submitted for corrections. B3 date of event corrected from (B)(6) 2020 to (B)(6) 2020 . B5 description of event problem corrected to include that the patient experienced signs of a stroke. At the time of this event, the patient was compliant with their anticoagulation therapy, a vitamin k antagonist and aspirin, which was considered therapeutic. E1 street 1 corrected from (B)(6) to (B)(6) , region corrected to (B)(6) and fax number corrected to (B)(6) .h6 patient codes corrected from c50485, e0118 to e0118, e0133, e2007 and health impact codes corrected from f02, f08, f2203, f2303 to f02, f2203. Additional information has been requested regarding the details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented neurological dysfunction signs after they had recently fell on their head. A computed tomography (CT) scan confirmed there was intracranial bleeding. The patient was treated with vitamin k antagonist. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per(B)(4) due to an FDA audit observation. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated pump met all requirements for release. Failure analysis of the returned controllers revealed that the devices passed visual inspection and functional testing. Log file analysis revealed that (B)(6) was in use during the reported event. Review of the controller log files associated with (B)(6) revealed a gradual decrease in power consumption and estimated flows starting on (B)(6) 2020 and 100 low flow alarms logged since (B)(6) 2020. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Information received from the site indicated that the patient presented with signs of neurological dysfunction after they had recently fallen and hit their head and experienced signs of stroke. A computed tomography (CT) scan confirmed there was intracranial bleeding (icb) and the patient was treated with vitamin k antagonist. The patient also received antibiotic therapy to treat endocarditis. Additional information indicated that the patient was admitted for international normalized ratio (inr) derailment and medication was held, resulting in a decrease in inr. During the admission, the patient fell to the floor twice and cardiovascular computerized tomography (cct) scans revealed hyper-dense lesions, hemorrhages of progressive size, and a space occupying hemiparesis with a midline shift to the left; however, no neurosurgical interventions were possible under the existing an ticoagulation and the patient was transferred to the stroke unit for continuous monitoring and care. When a low dose of heparinization was started, there was evidence of hemorrhage via cct, and the heparinization was stopped; the bleeding was stopped with oral antihypertensive therapy and optimization of coagulation. Prophylactic low dose heparinization was later initiated again with stable ne urological findings. It was further reported that the patient was later found comatose and it was suspected that there was progressive icb and differential diagnosed ischemic stroke; supportive care was initiated and the patient subsequently expired. It was further reported that the patient experienced a urinary tract infection with e. Coli that was treated with antibiotic therapy. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, neurological dysfunction, bleeding, infection, and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of neurological dysfunction or infections events. Based on review of past adverse events for this patient, it was noted that the patient had a history of bleeding. Possible factors that may have contributed to this event include the reported patient fall event, the patient¿s pre-existing history and related comorbidities, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced a urinary tract infection with e. Coli that was treated with antibiotic therapy.